Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the insulation stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up insulation coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly. Abbott is continuing to monitor this issue.

Event description:
It was reported that patient presented for schedule procedure. During procedure, it was noted that stylet got stuck in the lead and it could not be separated. The lead was ultimately not used and replaced with new lead. Patient condition was stable.